Event description:
Patient was using crutch due to broken foot. Crutch buckled then collapsed and bent. Patient fell to ground on right side and experienced pain in right ankle, thigh and hip as well as lower back.